Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 130 alarm, battery cap cracked/damaged and blank display found on (B)(6) 2021. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place and the insulin pump powered up properly. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thus. The insulin pump was monitored for several days and no blank display noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected alerts/alarms were noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 12:03:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:13:14.000 to (B)(6) 2021 17:35:27.000. Failed battery/battery failed alarm was recorded and found in the formatted history file on:(B)(6) 2021 10:50:09.000 to (B)(6) 2021 11:10:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:09:06.000 to (B)(6) 2021 17:39:17.000. Device was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the electronic assembly and vibrator assembly. No corrosion or moisture damage found on the force sensor. No unexpected pump error 130 alarm noted during the testing. Pump error 130 alarm was recorded and found in the formatted history file from (B)(6) 2021 10:39:44.000 to (B)(6) 2021 17:49:19.000. Pump error 43 alarm was recorded and found in the formatted history file from (B)(6) 2021 10:49:52.000 to (B)(6) 2021 17:50:00.000. Pump error 43 alarm and pump error 130 alarm due to corroded motor home switch. No pump error 37, 38, 39, 41, 42, 79, 80 and 82 alarm in the formatted history file noted. Force sensor zero offset within specification (21.8 milivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label fading and a broken belt clip rails. Unable to verify battery cap damage due to pump received without the original battery cap. Blank display not confirmed. Pump error 43 alarm and pump error 130 alarm confirmed. Pump error 43 alarm and pump error 130 alarm according in the formatted history file download due to corroded motor home switch. During visual inspection, found corrosion on the electronic assembly and vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a pump error alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to clear alarm but not able to complete rewind. Customer stated that also had a blank display. Customer stated that contact on battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.